Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733627, serial/lot #: (B)(4). Analysis of the 9733856 found insufficient information. Analysis of the 9733627 found damage electronics/interconnect failure. The returned battery was connected to a known good ups and allowed enough time to fully charge before testing. However, the battery did not charge and had less voltage than before charging. The battery will not take a charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the eye of the camera was intermittent and that the battery was not functioning. There was no patient present when the issue happened.